Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call, the customer had continues issues with the insulin pump alarming no delivery during bolus. Customer initially believed the issues was with the insulin pump, and reverted to a backup insulin pump. The customer agreed to meet with an educator, were it was determined the insulin pump was working as designed. During troubleshooting customer stated the alarm occurred during both of the insulin pump and believed the issues might be with the consumables, reservoir and infusion set. The customer's blood glucose was 185 mg/dl. Customer was advised the reservoir needed to be replaced and customer agreed to the replacement.